Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the 8110 syringe driver was being used in (B)(6) ICU - bed 10 on (B)(6) 2021. It was running metaraminol infusion and suddenly alarmed and stopped, displaying calibration error (351.6660). There was no injury to the patient.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the 8110 syringe driver was being used in casey ICU - bed 10 on (B)(6) 2021. It was running metaramirol infusion and suddenly alarmed and stopped, displaying calibration error(351.6660). There was no injury to the patient.